Event description:
A vancomycin syringe was placed on pump. The pump was programmed to run over a two hour period. The nurse went to connect the line to the patient and noticed that half the medication was already infused prior to connecting to the patient. The pump was set at 22 ml/hr and there had been a total of 44 ml in the syringe. The patient did not receive any of the first half of the medication. The pump was stopped and the syringe was removed. The pump was sent to the biomedical department where they found nothing wrong with the pump.